Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) . During the case, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities and there was a case delay of approximately 15 minutes due to the troubleshooting. Another robotic arm interactive orthopedic system (rio) was brought in to successfully finish the procedure. There was no harm to the patient.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a rio robotic arm, p/n 203999, serial number (B)(4). Device evaluation and results: according to gsp case 124026, the fse found that the fuse on the anspach filter assembly was blown and that the anspach controller was inoperative. Device history review: review of the device history records indicate rob123 was manufactured and accepted into final stock on 12/9/2010. Complaint history review: a review of complaints related to p/n 203999, lot number rob123 shows no other complaints related to the failure in this investigation. Tracking of complaints related to the 203999 part number will be tracked through quarterly trend request #761. Conclusions: the failure was confirmed during the field service. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) . During the case, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities and there was a case delay of approximately 15 minutes due to the troubleshooting. Another robotic arm interactive orthopedic system (rio) was brought in to successfully finish the procedure. There was no harm to the patient.